Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. Further information was unavailable at this time.

Event description:
It was reported that the right ventricular lead was capped on (B)(6) 2020 and replaced due to oversensing.

Event description:
New information notes noise and high capture thresholds were also observed on the right ventricular lead prior to the procedure. The patient was stable before, during and after the procedure.